Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fractured at the neck in the patients mouth. The implant will not be removed. They were going bury it.

Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. Pre-existing conditions noted on the per were unknown bone density. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtb10) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Implant). December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the products were not returned and no pictorial evidence was available. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.